Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings: the pump black box history showed evidence of short battery life and sudden drops in the pump voltage. The pump alarm history showed multiple replace battery cs128 alarms had occurred. The pump current draws were tested and were found to be above normal specifications. When the pump was opened the printed circuit board was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the printed circuit board had failed. This report is made based on the results of evaluation completed on 05/20/2014.